Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that the tampon string broke upon removal and the tampon remained inside her body. The consumer manually removed the product without medical assistance. Multiple attempts were made to follow up with the consumer, however, these contact attempts were unsuccessful.